Event description:
It was reported that the ventilator does not pass the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported problem was reproduced and the expiratory channel printed-circuit board (pcb) was replaced. The ventilator was successfully function and safety tested and was then placed back into clinical service. The replaced expiratory channel pcb was not returned for investigation. Leakage in the ventilator, if present, will be detected during the pre-use checks tests. In ventilation mode, high priority alarms will be generated, if the user set alarm limits are exceeded. The root cause for the reported failure has not been determined from this investigation.

Event description:
(B)(4).